Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v899618, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient and their health care provider (hcp) were unable to communicate with the patient¿s implantable neurostimulator (ins). The warning symbol and sync icon were on the screen with the antenna attached. They tried without the antenna and this appeared to work however during the instruction they noted that the ins was on the other side of the body and after switching sides this worked with and without antenna and the issue was resolved. The patient had an increase in stimulation sensation yesterday. At that time the patient went to get their controller and turn stimulation down but was unable to communicate with their ins and this prompted the patient to call their hcp. The time of temporary increase lasted 35 to 45 minutes and then the intensity went back down without adjustment. The patient had no falls or trauma at the time of the event. The patient¿s hcp tried calling the manufacturer representative but was unable to get a hold of them.